Manufacturer narrative:
Correction: h11. Addt manufacturer for MDR: analysis summary. Product event summary: the device was returned and analyzed. The returned device analysis identified separation of the layers of insulation materials in the feedthrough components of the device header which could form an unintended current pathway within the void created. The returned device indicated overstress, electrical/arcing in the hybrid. The hybrid was damaged. Analysis of the hybrid revealed the device was returned with no telemetry as a non-complaint with the leads still attached. Inspection of the device found extensive damage in the upper right corner of the hybrid. The device battery case was found with a hole in it. The hybrid was found to have missing bond wire on the (hvb and hva) agts. Analysis of the battery revealed no internal defects or internal damage were found that could cause the scorching and hole observed on the battery cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low due to an unintended current pathway. The returned device indicated overstress, electrical/arcing in the hybrid. The hybrid was damaged. Analysis of the hybrid revealed the device was at returned with no telemetry as a non-complaint with the leads still attached. Inspection of the device found extensive damage in the upper right corner of the hybrid. The device battery was found with a hole in it. The hybrid was found to have missing bond wire on the (hvb and hva) agts. Analysis of the battery revealed no internal defects or internal damage were found that could cause the scorching and hole observed on the battery cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away suddenly at home. It was noted that the death occurred shortly after the patient had been exercising on a treadmill. Following the event, the device could not be interrogated, and a prior remote transmission indicated an estimated longevity of 8.5 years with stable lead trends. The implantable cardioverter defibrillator (ICD) was returned to the manufacturer, analyzed, and tested out of specification.